Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer on 10/11/2016, and confirmed the leak from normally closed tubing at pinch valve pv37 through fitting 107; the tubing was replaced, resolving the leak and the associated errors. (B)(6).

Event description:
A customer reported finding about 3 ml of coulter clenz reagent under a coulter lh 500 hematology analyzer while running a system test; there were also ambient and lyse temperature error messages in connection with the leak. The customer was wearing personal protective equipment (ppe), consisting of gloves and a lab coat when the leak was discovered, and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated; however, according to the customer, patient care was affected due to delay in results.